Manufacturer narrative:
Implant date 2004. The complaint product was received for analysis. This is a clinical event, there are no contributing factors found to be from the device. Visual evaluation condition/findings (conducted with a 7x or 10x optical) - the deformation appears consistent with the device encountering a hard object such as the metal instrument likely used to remove the insert from the tibial tray during the revision surgery. The wear appears consistent with years of normal use and is likely the result of contact between the tibial insert and tray. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. The company is not aware of receiving any complaint reports involving another part from this manufacturing lot of 39 pieces manufactured in 2003. Complaint data from 2014 through 2018 involving the reported failure for this family of devices was reviewed. The investigations for those incidences have not identified any evidence that a manufacturing issue caused or contributed to this reported issue. Therefore, this does not appear to be manufacturing-related. There were no reported user-related conditions. The revision reported was likely the result of pain experienced by the patient. Pain is a known potential side effect of knee replacement. Given the pristine state of the returned tibial insert, its relation to the pain reported cannot be determined. In review of labeling it is known that total joint surgery risks include: neurologic injury or neuropathy resulting in transient or permanent weakness, pain, and/or numbness. Aggravation of other joint or back conditions due to positioning during surgery. Traumatic arthrosis from perioperative positioning of the extremity intractable pain. Age, weight and activity may lead to decreased device lifespan. This device is used for treatment not diagnosis.

Event description:
It was reported that a patient experienced a knee revision. Initial implant surgery was 2004. The patient presented in doctor's office, after over four years of no follow-ups, complaining about a "puffy, sore knee". The surgeon didn't find any instability with the knee but wanted to do an I&d with a poly swap. It is stated that the outcome was "good". The patient was discharged as planned and a follow-up appointment was scheduled. The comment was made by the representative that the poly insert "looked pristine" for an implant over 12 years old. Additional information has been requested. No additional information was provided